Event description:
It was reported that during an open reduction and internal fixation (orif) surgical procedure of the distal radius, it was observed that the small battery drive device was heating up and not generating enough power to drive a k-wire. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as nov 21, 2014. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device manufacture date: the device manufacture date was documented as november 21, 2014 in the supplemental report. The device manufacture date has been updated as april 15, 2011. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling head gets warm (heat) during use. It was noted that the electric motor was heating up and making an unusual noise. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.